Event description:
Falsely low advia centaur xp tsh3-ultra test results were obtained by the customer and the results were considered discordant when compared to the patient's clinical picture and alternate test method results. There was no report of adverse health consequences due to the discordant advia centaur xp tsh3-ultra result.

Manufacturer narrative:
Siemens initially assessed this event as no potential for injury; therefore, not reportable. After completion of internal investigations, a root cause for the discordant results was determined, leading to a new awareness date for this event of (B)(6) 2013. Siemens received one patient sample and was tested for tsh and tsh3ul. The tsh result was 21.04 uiu/ml and tsh3ul result was 0.021. The sample was processed on an alternate platform and the result was <0.005 uiu/ml. The tsh values were confirmed low on the tsh3-ultra assay. Investigations concluded that a rare variant of tsh, identified in a small cluster of patients, is not detected by siemens advia centaur systems tsh3-ultra assay. Investigation of unexplained discordant advia centaur tsh3-ultra results identified samples in which the monoclonal antibody used in the reagent failed to detect the tsh molecule. These individuals may have a previously unrecognized, functionally normal tsh variant. (B)(4). As a result, an important product safety information bulletin (B)(4) was sent to customers in the united states and an urgent field safety notice (B)(4) was sent to customers outside of the united states in (B)(4) 2013, to inform them of this issue. These customer communications also included a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings.